Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant, malposition of essure device location of device, migration of essure device: left essure device projects superior to fallopian tube"), perforation ("perforation (other)/I was never told where it perforated, just told that I was bleeding from the inside"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and internal haemorrhage ("bleeding from the inside") in a 34-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (13jan2000, 01aug2009, 29aug2013). Concurrent conditions included lower abdominal pain, vaginal bleeding, diverticulitis, dysmenorrhea, gastritis, gastroesophageal reflux disease, urinary tract infection and anorectal discomfort. On (B)(6) 2013, the patient had essure inserted. On 27-jan-2014, 3 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In september 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain") and proctalgia ("pain, rectal pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy to remove the essure implant). Essure was removed on 27-sep-2014. At the time of the report, the device dislocation, perforation, ectopic pregnancy with contraceptive device, internal haemorrhage and pelvic pain outcome was unknown and the abdominal pain and proctalgia had resolved. The reporter considered abdominal pain, device dislocation, ectopic pregnancy with contraceptive device, internal haemorrhage, pelvic pain, perforation and proctalgia to be related to essure. The reporter commented: discrepancy noted in the date of insertion from that previously reported as 10-oct-2009. Laparoscopic right salpingectomy. Essure device that was noted to be protruding from the left cornu are removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive ultrasound scan - on an unknown date: confirms ectopic pregnancy on 28-jan-2014, hysterosalpingogram showed migration of essure device, patients right fallopian tube is obstructed by essure device. The left essure device projects superior the fallopian tube and does not reside within the fallopian tube. Left fallopian tube with ectopic essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Medically confirmed case. New reporters, patient demographic information, product indication, onset date updated, lot number, concomitant disease, new events internal haemorrhage, perforation and proctalgia added. Outcome for the events: abdominal pain and proctalgia added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant, malposition of essure device location of device, migration of essure device: left essure device projects superior to fallopian tube"), perforation ("perforation (other)/I was never told where it perforated, just told that I was bleeding from the inside"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and internal haemorrhage ("bleeding from the inside") in a 34-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2000, (B)(6) 2009, 2013). Concurrent conditions included lower abdominal pain, vaginal bleeding, diverticulitis, dysmenorrhea, gastritis, gastroesophageal reflux disease, urinary tract infection and anorectal discomfort. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain") and proctalgia ("pain, rectal pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy to remove the essure implant) and surgery (unilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, perforation, ectopic pregnancy with contraceptive device, internal haemorrhage and pelvic pain outcome was unknown and the abdominal pain and proctalgia had resolved. The reporter considered abdominal pain, device dislocation, ectopic pregnancy with contraceptive device, internal haemorrhage, pelvic pain, perforation and proctalgia to be related to essure. The reporter commented: discrepancy noted in the date of insertion from that previously reported as (B)(6) 2009. Laparoscopic right salpingectomy. Essure device that was noted to be protruding from the left cornu are removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive ultrasound scan - on an unknown date: confirms ectopic pregnancy on (B)(6) 2014, hysterosalpingogram showed migration of essure device, patients right fallopian tube is obstructed by essure device. The left essure device projects superior the fallopian tube and does not reside within the fallopian tube. Left fallopian tube with ectopic essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: ectopic pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain / pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.